Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 216326902, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked at 1.7 inches. Additionally, the tip/ loop section also had a minor kink. The mapping catheter passed the insertion test. In conclusion, the tip/loop kink was confirmed through testing. The mapping catheter failed the returned product inspection due to a shaft and tip kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the end of the mapping catheter where the electrode is was bent. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.